Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, and h10. Visual inspection of the returned device exhibits signs of repeated use nicked / gouged and the trial is fractured off and not all pieces were returned. Medical records were not provided. Sem report references zrm_wa_0519_19 for the analysis of trial. The sem report states bending overload as evident by the presence of hackle marks and river lines features on the fracture surface. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The device has been in the field for approximately two years and one month. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured tibial trial was discovered during the inspection of a kit at the warehouse. There was no patient involvement and no surgery occurred. There is no additional information available at this time.